Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. It was discovered that the liquid crystal display (lcd) panel and inverter board failed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right eye was black in the surgeon side console (ssc). The surgeon continued the procecure by using the second ssc. Troubleshooting was performed after the case. The customer powered off and cycled the vision side cart (vsc) breaker and powered it back on. The customer said the left eye had flickering and a message of check input signal then got an image but the right eye was black the entire time with no flickering or message. There was no reported injury.